Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h11c18094 and h11b15035 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous nurse report from the USA of peritonitis in a patient coincident with dianeal, unknown, therapy. On an unreported date, the patient began treatment with dianeal, unknown, (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse stated that on (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was not reported. Treatment information was not reported. Dianeal therapy was ongoing. The patient was recovering. Concomitant medication was not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.